Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('never had any bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("there's your pain"). The patient was treated with surgery (coils/tubes removed). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received. Event pelvic pain was added. Lawyer was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('never had any bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("there's your pain"). The patient was treated with surgery (coils/tubes removed). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('never had any bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("there's your pain"). The patient was treated with surgery (coils/tubes removed). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received. Event pelvic pain was added. Lawyer was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('never had any bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("there's your pain"). The patient was treated with surgery (coils/tubes removed). Essure was removed. At the time of the report, the genital haemorrhage had resolved and the pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 11-aug-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('never had any bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (coils/tubes removed). Essure was removed. At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: genital bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.